Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 531 mg/dl. The customer stated that he gave himself 5.0 units of insulin. The customer stated that his blood glucose went higher several times over the last 6 months. The customer was advised to review the recent history. The customer stated that the basal rates are correct. The customer did not have a tubing clamp to troubleshoot. The customer was assisted with the hp test. The customer stated that the hp test passed. The customer was advised to visit the medtronic website for additional resources.